Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier: root cause: inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The DHR review is not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing for a calibration error 80 (water time check out-unable to reach calibration temperature), not cooling. A check of the diagnostics and a drain of the device showed the chiller tank had close to a liter of water. They discussed that this was indicative of a failed chiller. Per sample evaluation results on 25jan2024, it was reported that the mixing pump was unplugged causing water not moving from tank to tank . The power inlet module has scorch marks and was melted. The ac cca card has scorch marks on both the brown and blue wires that plug into the power inlet module. Unit has a bolt stripped in shell.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing for a calibration error 80 (water time check out-unable to reach calibration temperature), not cooling. A check of the diagnostics and a drain of the device showed the chiller tank had close to a liter of water. They discussed that this was indicative of a failed chiller. Per sample evaluation results on 25jan2024, it was reported that the mixing pump was unplugged causing water not moving from tank to tank. The power inlet module has scorch marks and was melted. The ac cca card has scorch marks on both the brown and blue wires that plug into the power inlet module. Unit has a bolt stripped in shell.